Event description:
It was reported that the device was used during a sigmoid colectomy, while using the device, the red cap popped off and the device was not closing properly. The device was not used on the patient. Opened another device to complete the case. There was no patient consequence.